Event description:
A medtronic ent representative reported that while in a functional endoscopic sinus surgery (fess) the surgeon alleged a 3mm inaccuracy. This occurred after a successful tracer registration on the nose and in the nasal sinus. Navigation was discontinued before the procedure began. There does not appear to be any issue with the 3d model or tracing pattern. The procedure was completed successfully without navigation. No impact to the pt's outcome was reported.

Manufacturer narrative:
Pt age and weight not available from the site. A medtronic representative went to the site and was able to complete successful registration with the model head and confirmed accuracy. Software has not been evaluated as of the date of this report.